Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. During troubleshooting with tandem techincal support, it was confirmed that debris was present on the uide rail. Customer was instructed to clean the area and was ultimately able to load a new cartridge successfuly. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.